Event description:
It was reported that a patient presented for an elective device upgrade. Prior to the procedure, the patient was experiencing muscle stimulation when pacing with the right ventricular (rv) lead. During the procedure, it was noted that there was insulation breach on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were muscle stimulation and a breach of the insulation. The reported event of a breach of the insulation was confirmed. Visual analysis noted the outer insulation was cut / damaged which is consistent with procedural damage. The cause of the reported event of a breach of the insulation is isolated to the procedural damage noted. Electrical testing did not find any indication of conductor fractures or internal shorts.